Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced three (3) dashes on their receiver for more than one hour. No additional patient or event information is available.